Manufacturer narrative:
The patient's existing precice nail was removed. The surgeon performed a corticotomy on the patient's femur and the patient was implanted with a new precice nail, without incident. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications. To date, the patient is doing fine and continuing with their lengthening treatment. No negative outcomes were reported.

Event description:
A surgeon reported that a patient's precice nail was lengthened by 1mm when tested intraoperatively; however, the nail allegedly did not appear to lengthen after approximately three (3) weeks of implantation.